Event description:
It was reported to philips that the wireless footswitch used with the allura device would intermittently fail. The wireless footswitch has since been taken out of use and a wired footswitch is being used instead. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system on site and could not identified the reported issue. Wireless footswitch has since been taken out of use and customer is currently using the wired footswitch instead of the wireless footswitch. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction(z-2485-2023). The codes were updated based on the investigation outcome.